Event description:
It was reported that a patient presented for a generator change procedure. Upon fluoroscopy the right ventricular lead exhibited externalized conductors. The lead was tested and all the electrical parameters were stable. The lead was used with the new defibrillator. The patient was in a stable condition.